Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with vaginal mesh procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the suture. It was found inside the capio slim device. Nothing was left inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Additional information was received from the patient's attorney on february 13, 2017. According to the complainant the patient had a total vaginal hysterectomy and was implanted with an uphold mesh. During placement of the left arm of the mesh to the left sacrospinous ligament the bullet came free of the suture and was trapped within the capio device. The surgeons chose to attach the left arm of the mesh to the left sacrospinous by passing a free needle through the ligament. During the effort, the tip of the needle was lost within the patient and could not be retrieved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's attorney on february 13, 2017. According to the complainant the patient had a total vaginal hysterectomy and was implanted with an uphold mesh. During placement of the left arm of the mesh to the left sacrospinous ligament the bullet came free of the suture and was trapped within the capio device. The surgeons chose to attach the left arm of the mesh to the left sacrospinous by passing a free needle through the ligament. During the effort, the tip of the needle was lost within the patient and could not be retrieved.